Manufacturer narrative:
The two units were received for evaluation. A visual inspection was performed and noted the bags were cut where the customer likely drained the contents. Further visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed and revealed a leak from the bottom weld of both samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be manufacturing related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the top corner. The leaks were discovered while filling with an unspecified solution. There was no patient involvement. No additional information is available.